Event description:
As reported by the edwards' field clinical specialist, the customer reported that the patient had a tamponade after coming off the operating table and went into cardiac arrest. The patient was put back on the operating table and a pericardial window was performed. In addition, some kinking of the rf3 delivery device was noted on fluoroscopy. The patient expired after the procedure, the same day in the intensive care unit. Upon investigation, the following was learned: the patient's aorta was severely tortuous. During the procedure, the patient experienced a perforation of the left ventricle due to the nose cone of the delivery system and the guidewire. The tamponade was caused by the ventricle perforation.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Cine/fluoroscopic and echo images were submitted to edwards and reviewed by the edwards medical director. Observations: cine: tortuous aorta; severe kinking of delivery system during advancement. Severe aortic valve calcification, minimal aortic root calcification, no porcelain aorta, severe mitral annular calcification (mac). Poor image intensifier angle. Fair coaxial alignment. Valve positioning canted. Flex shaft was not retracted prior to valve deployment. Aortic regurgitation post deployment. Tee: valve position approximately 60/40 aortic at the non-coronary cusp (ncc), and approx. 80/20 ventricular at the right-coronary cusp (rcc). On tee there is no evidence of pericardial tamponade. Impressions: on cine, poor image intensifier angle, fair coaxial alignment and failure to retract flex shaft contributed to severe canting of valve within the native annulus. The actual point of ventricular perforation could not be identified, however, the pericardial space appears to be opacified on cine suggesting ventricular perforation. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, which may require intervention are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning and fixation of the tvp to prevent ventricle perforation. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. The root cause of the ventricular perforation reported in this case cannot be confirmed based on the imaging provided. The kinking of the delivery system appears to have been caused by a severely tortuous aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.